Manufacturer narrative:
The reported event of low defib impedance was confirmed via reviewing the device data. Electrical, longevity, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
Correction: to missing h3 selection slection.

Event description:
New information notes the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead was explanted. The patient was in stable condition.

Event description:
Related manufacturer reference number: 2017865-2023-95393 it was reported that the patient presented in clinic for a follow up. Device interrogation revealed low defibrillation impedance on the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead. No changes or intervention were reported. The patient was in stable condition.